Event description:
Note: this report pertains to jagwires that were used in the retrospective study. Boston scientific became aware of events involving captivator ii snares, interject needles, jagwires and resolution clips through the article "the usefulness of traction-assisted endoscopic papillectomy for ampullary early tumors" by xie jiao et al. Per article, between january 2010 and august 2022, study of 173 patients suffering ampullary tumors underwent endoscopic papillectomy procedures. Two techniques were used: traction assisted, and non-traction assisted methods. The following occurred with the study patients: pancreatitis, cholangitis, perforations, intraoperative bleeding that required endoscopic hemostasis and blood transfusion. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study date january 1, 2010, is used for the estimated date of event between january 2010 and august 2022. Block h4: the suspect device lot number was not reported. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter address 1: (B)(6); reported here as the address exceeded character limit for the designated field. Block g2: literature source: journal article: xie, j, et al. "The usefulness of traction-assisted endoscopic papillectomy for ampullary early tumors" scandinavian journal of gastroenterology 2023; https://doi.org/10.1080/00365521.2023.2289353. Block h6: imdrf patient code e1021 captures the reportable event of a pancreatitis. Imdrf patient code e0506 captures the reportable event of intraprocedural/delayed bleeding. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2202 captures the reportable event of endoscopic hemostasis. Imdrf impact code f12 captures the reportable event of conservative medical treatment.